Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that customer had high blood glucose value. Customer's blood glucose value at the time of call was 170mg/dl. Customer also had values between 300mg/dl and 400mg/dl. Customer did not allege the insulin pump of under delivery. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will not be returned for analysis.